Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unspecified procedure, the rigid scope exhibited broken locking pin. There were no reports of patient harm.

Event description:
The procedure was continued with a back-up device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lens broken. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the lens broken is traced to component failure. Olympus will continue to monitor field performance for this device.